Event description:
It was reported that the patient was in the hospital being treated for pneumonia. The patient experienced tachycardia and a fever. The hcp was unsure if the symptoms were related to the other medical issues, or if it was possible withdrawal from the intrathecal baclofen therapy. They planned to treat the patient for withdrawal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.